Manufacturer narrative:
If implanted, give date: not applicable, as lens was removed/replaced in the initial surgery. If explanted, give date: not applicable, as lens was removed/replaced in the initial surgery. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that there was loading issue that the intraocular lens (iol) had indentation when it came out of the injector. The lens was fully inserted into patient's right eye, however was removed and replaced in the same procedure with a lens of same model. There was no patient harm and no medical intervention was required. The patient tolerated the procedure well. No further information is available.

Manufacturer narrative:
Additional information: the lens was returned for evaluation. As a result the following fields have been updated: section d9: device available for evaluation: yes; returned to manufacturer on: mar 4, 2021 section h6: type of investigation: 10 - testing of actual/suspected device device evaluation: visual inspection under magnification revealed viscoelastic residue on the optic body and haptics, which is consistent with a lens that was handled during removal and replacement. The lens was cleaned, and no cosmetic defects were observed. The complaint issues could not be confirmed (including dc-loading issues because the complaint lens was received outside/without a cartridge tip), and no product deficiency could be identified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Corrected data: section h6: as part of an internal review of our mdrs it was identified that the code 1069 provided on the initial report needs to be corrected. The correct medical device problem code is 3020 to capture the cosmetic issue reported. Field below updated: section h6: medical device problem code: 3020. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Device evaluation: product testing could not be performed, since the product was not returned for evaluation. Therefore, the reported issue could not be verified. And product quality deficiency could not be determined. Manufacturing records review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specification. A search revealed, that no additional complaint was received from this production order. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.